Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting increased pacing thresholds and high out of range pacing lead impedance measurements on the right ventricular (rv) transvenous defibrillation lead. The patient has reported that they felt like they were missing beats and passing out. Nonsustained episodes had been recorded with noise on the rv only with pacing inhibition. The local gudiant sales representative reported that the outputs were increased with double safety margin and the device and lead will be explanted. The device will be explanted due to the advisory/recall notification regarding this model/device. Additional information was received that when the pocket was opened a loose setscrew was confirmed. The transvenous defibrillation lead remains in service and another crt-d was successfully implanted.